Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a red, raw area. The patient's doctor prescribed tricemelone cream. The patient also reported using hydrocortisone cream and cornstarch to the irritation. Follow up was completed and the patient's skin irritation was improving.